Event description:
It was reported that "it was unable to pace during use". No patient injury was reported.

Manufacturer narrative:
One bipolar pacing catheter with monoject 1.3cc limited volume syringe was returned for evaluation seated inside a non-edwards introducer. The catheter was removed from the introducer for evaluation. Continuity testing confirmed both distal and proximal electrodes were continuous and there were no short or intermittent conditions. The balloon did not inflate due to leakage from the distal side of the balloon; a small tear, approximately 1/50" long, was found near the distal windings. No visible damage to the catheter body or returned syringe was observed. Continuity testing was conducted by connecting one test lead of a multimeter to an electrode connector pin and the other lead to the related electrode. Resistance was measured using a digital multimeter. Balloon inflation testing was performed using the returned syringe with 1.3cc air by holding the balloon under water. The tear was measured with lab scale and lab microscope at 30x magnification. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. The complaint of pacing difficulty could not be confirmed during the evaluation; however, balloon leakage was identified. No evidence of a manufacturing nonconformance was noted. The cause of the balloon tear could not be determined with any certainty; procedural factors may have contributed to the damage. No actions will be taken at this time.